Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, an opening on anterior, and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: a crease smooth opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade iii/IV, sensation increase/decrease, pain.

Event description:
Patient reported right side ¿deflation, capsular contracture baker grade iii/IV, pain, and tingling". Healthcare provider confirmed deflation. Device remains implanted.